Event description:
It was reported that the patient presented remotely via merlin.net. High defibrillation impedance was noted on the right ventricular (rv) lead. The patient was asymptomatic. No intervention was performed and there was no consequences to the patient.